Event description:
Pt had mitral valve replacement. Had a sorin 3t heater cooler used on her during surgery then developed mycobacterium chimera infection found (B)(6) 2017 has been on treatment for this until (B)(6) 2018. FDA safety report ID# (B)(4).